Event description:
It was reported that there was an issue with the product pl520r -challenger ti-p handle. According to the complaint description, there was an intraoperative firing problem. The clip applier successfully fired and clipped twice. Further use caused the clips to back-up in cartridge, and finally stop loading. Some clips had fallen into the patient, but had been retrieved. This occurred during bariatric gastric bypass surgery and caused a delay of 20 minutes. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2023-00274 (400633030 + pl579t) 9610612-2023-00275 (400633085 + pl536r)

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information: h3 - evaluation, yes h6 - codes updated. Investigation results: the challenger handle pl520r as well as the challenger shaft pl536r were provided for investigation. They were received in an overall good condition. No obvious damages could be detected. Further, an originally packaged clip cassette pl579t / lot 52835145 was received. The used clip cassette from the surgery was not received for investigation. The functional inspection of all three sent in system components did not reveal any deviation. The clips could be applied without issues. The reported issue of jamming or firing issues could not be reproduced. The jaw width of the shaft (pl536r) was found to be within specification. No anomalies noted on the challenger handle (pl520r). Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) for leading components. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based upon the above mentioned investigation results, the reported issue could not be reproduced. No failure of the returned challenger system was detected. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch-reports: 9610612-2023-00273 (internal aesculap ag ref. No. (B)(4) - pl520r) 9610612-2023-00274 (internal aesculap ag ref. No. (B)(4) - pl579t) 9610612-2023-00275 (internal aesculap ag ref. No. (B)(4) - pl536r).